Event description:
A patient reported blood glucose results of 6.4 mmol/l with a lifescan meter, performed within 2 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. Meter and test strips were replaced. The patient tested the night before and obtained results of 7.9 mmol/l and 6.4 mmol/l.